Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic sphincterotomy (est). According to the complainant during the procedure, while bowing the stonetome sphincterotome, it bowed out of plane. Additionally, the cut wire was bent. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the distal end was bent. The cut wire was intact but it was found to be discolored/blackened. A functional evaluation found that the device was unable to bow due to the twisted working length. After the working length of the device was completely untwisted, the device was able to bow past the 90 degree minimum bowing specification. Additional testing found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
Device component code 430 relates to device problem code 1059 for the reported event of cut wire bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic sphincterotomy (est). According to the complainant during the procedure, while bowing the stonetome sphincterotome, it bowed out of plane. Additionally, the cut wire was bent. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.